Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding an unknown patient with an implantable drug infusion pump. No drug information was provided. It was reported the hcp had had issues in the past with ¿these pumps where they stop working¿ during an MRI. The hcp reported that happened with one patient, and there were two events. The second event (about 6 months ago), the MRI technician had to continue to stop the scan intermittently to give the patient breaks. The patient reported pain, but then the pump recovered fine, and there were no issues. The hcp didn¿t know the patient name or any details. No further patient complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.